Event description:
The user returned the forceps/irrigation plug maj-891 to olympus because of a leakage from the plug maj-891. When the user replaced it with another plug, there was no problem, and the same phenomenon occurred with the same type of plug maj-891 on the same day at the user facility. Olympus medical systems corp. (Omsc) inspected the vicinity of the part where the watertightness of the plug maj-891 was not maintained, and found that foreign material was adhered to the mating surface between the male part of the stopcock and the stopcock part. Therefore, the poorly reprocessed plug maj-891 may have been used in the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The forceps/irrigation plug maj-891 was evaluated at omsc. Omsc checked the watertightness of the forceps/irrigation plug and found that air bubbles were leaking near the stopcock. Furthermore, omsc confirmed the vicinity of the part where the watertightness was not maintained, and found that foreign material was adhered to the mating surface between the male part of the stopcock and the stopcock part. Therefore, it is possible that water leakage from the forceps/irrigation plug occurred due to the change in the watertight condition between the male part of the stopcock and the stopcock part. Omsc attempted to analyze the composition of foreign material, but could not analyze it due to the small amount of sample. Osmc was unable to review the device history record because the lot number and manufacturing date of the forceps/irrigation plug maj-891 are unknown. If additional information becomes available, this report will be supplemented.